Event description:
The pt received his scs system on (B)(6) 2008 including this paddle lead. It was reported that the physician had trimmed the lead paddle and also secured the lead with sutures and not used the anchor. It was reported that about a week post-implant, the system could not be programmed due to high lead impedance measurements. The physician explanted and replaced the lead on (B)(6) 2008. The explanted lead was returned to ans for eval. No further info is available. F/u on the pt found no further issues reported.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Visual examination confirmed the paddle had been trimmed. The lead was returned incomplete and could not be functionally tested. There were no visible wire breaks in the paddle or in the lead body. Conclusion: the cause of the reported event could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.